Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper on the bd syringe luer-lok¿ tip was damaged. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the stopper on the bd syringe luer-lok¿ tip was damaged. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two photos and one open 10ml packaged syringe were received and confirmed to be from batch #8094588 (p/n 300912). The sample was visually evaluated. The syringe was found to have a distorted stopper. A distorted stopper is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the distorted stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.